Event description:
A report was received that the patient was to undergo a pocket revision due to discomfort. The physician relocated the patient's pocket from her back to her front. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.